Event description:
A reading issue was reported with the adc device. The customer reported receiving a sensor scan of 90 mg/dl and based on the sensor result, the customer self-treated with 7 units of insulin after breakfast. The customer felt unwell with symptoms of confusion, dizziness, fell and twisted their finger. A blood glucose result of 66 mg/dl was obtained on the adc reader and the customer was provided chocolate by their spouse for treatment. The ambulance was called and the customer was taken to the hospital where they were hospitalized for a day but no further treatment was reported. No additional details were provided.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre reader and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre sensor and no trends were identified that would indicate any product related issues. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report: h10 - additional mfg narrative has been corrected.

Event description:
A reading issue was reported with the adc device. The customer reported receiving a sensor scan of 90 mg/dl and based on the sensor result, the customer self-treated with 7 units of insulin after breakfast. The customer felt unwell with symptoms of confusion, dizziness, fell and twisted their finger. A blood glucose result of 66 mg/dl was obtained on the adc reader and the customer was provided chocolate by their spouse for treatment. The ambulance was called and the customer was taken to the hospital where they were hospitalized for a day but no further treatment was reported. No additional details were provided.